Manufacturer narrative:
The field service engineer (fse) found a hole in the tubing through pinch valve pv32. The fse replaced the tubing and the instrument ran without any leaks. The engineer also found that the leak had damaged the peltier module. The fse replaced the peltier module and the instrument ran without any errors. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The instrument was giving 'ambient temp' errors when the leak was noticed. The volume of the leak was about 5 ml and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.